Manufacturer narrative:
Batch review performed on 10 december 2018. Lot 183113: (B)(4) items manufactured and released on 18 july 2018. Expiration date: 2023-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary surgery on (B)(6) 2012. On (B)(6) 2018 a revision was performed due to the stem subsiding and complaint 1577-18 (MDR 2018-00928) was filed. The surgeon revised the liner with a medacta liner and revised the head and stem with another company's product. Presently, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised the medacta liner and the other company head successfully.